Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited out-of-range capture threshold measurements. No changes or interventions were performed. The patient was stable throughout.